Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair, the helicoil knotless anchor broke off inside the patient. The procedure was completed with the same device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that minimal tensile strength requirements are specified. Material certificate of analysis is required for each lot. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.